Event description:
The initial reporter stated that the pump under infused at a rate the mmd would consider reportable. Mmd did follow up with the initial reporter, who stated that the complaint occurred during testing and had not had any effect on a patient. No additional information was provided. [Complaint-(B)(4).

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump under infused at a rate the mmd would consider reportable. Mmd did follow up with the initial reporter, who stated that the complaint occurred during testing and had not had any effect on a patient. No additional information was provided. (B)(4)].